Event description:
It was reported that the patient presented in clinic. The right ventricular (rv) lead was experiencing out of range impedance values. The rv lead was explanted and replaced. The patient was stable.